Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.2 revised selection as other serious was inadvertently omitted from initial manufacturere device report number 1220648-2024-25003. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25003 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was previously entered incorrecttly on initial manufacturere device report number 1220648-2024-25003 and a new code was added.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. During preparation for removal of cp, ischemia was noted in the leg. The patient survived the event.